Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that an e216 error and then an e315 (connected to an unsuitable scope) error occurred during a gastroscopy involving an olympus gastrointestinal videoscope. The procedure was completed using an olympus back up device and there was no patient injury reported.